Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that after inserting a tampon she noticed the top portion of the insertion tube was missing like it had been cut off. She then attempted to remove the tampon but the string broke leaving the pledget inside her vaginal cavity. She was able to manually remove the pledget. After removal, the pledget also looked like it had been cut off and was shorter than it should be. She manually checked and did not find any pieces of pledget or insertion tube inside her vaginal cavity. She works in the ER and prior to her shift that day she went into the ER as a patient and had a pelvic exam. The healthcare provider did not find any remaining pieces of either the insertion tube or pledget during the exam. She was given a list of symptoms to monitor for. Consumer did not receive any additional medical treatment and did not experience any adverse health effects.